Manufacturer narrative:
The investigation for the reported acute kidney failure and major bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the acute kidney failure and major bleed could not be determined.

Event description:
The complainant reported that the patient encountered access site bleeding and suspected acute kidney injury. The patient was oozing from the groin site due to the blanket resting on the impella site. The care team as a result inserted a foley catheter. Additionally, due to contrast, the doctor suspected that the patient had acute kidney injury. The device was then explanted later that same day. The patient survived.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿